Event description:
It was reported to philips that the allura system would not fully boot up. No harm to patient or user was reported. The device was not in clinical use. A philips field service engineer (fse) inspected the system onsite and replaced the internal battery on the host pc which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting determined that the room could not be started and when the host pc was forced to start, it was no longer on the right date. The root cause was determined to be that the internal battery of the pc was broken. The fse replaced the battery and performed a bios reset along with multiple restart attempts. After these actions, the system was returned to use in good working order. The codes were updated based on the investigation outcome.